Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen procedure, the stitch kept failing as it broke repeatedly. Another stitch was used. There was no patient injury.